Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-sep-2020. The most recent information was received on 18-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy to haemorrhagic menstrual bleeding') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2018, the patient experienced menorrhagia (seriousness criterion medically significant), pain ("pains throughout the body"), fatigue ("severe fatigue") and bursitis ("subacromial bursitis"). Essure treatment was not changed. At the time of the report, the menorrhagia, pain, fatigue and bursitis had not resolved. The reporter provided no causality assessment for bursitis, fatigue, menorrhagia and pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: r2012457) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy to haemorrhagic menstrual bleeding') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2018, the patient experienced menorrhagia (seriousness criterion medically significant), pain ("pains throughout the body"), fatigue ("severe fatigue") and bursitis ("subacromial bursitis"). Essure treatment was not changed. At the time of the report, the menorrhagia, pain, fatigue and bursitis had not resolved. The reporter provided no causality assessment for bursitis, fatigue, menorrhagia and pain with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.